Event description:
It was reported that after an unknown procedure, the staple would not hold. A post-operative rupture of the anastomosis was found. The pt experienced a partitioned peritonitis and a colostomy was performed.

Manufacturer narrative:
Info is unavailable; device was not returned for eval. H3. Eval summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the manufacturing related records were reviewed, and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint info is trended on a regular basis to determine if further investigation is warranted.